Event description:
Rptr alleged the customer obtained a discrepant blood glucose of 286 mg/dl on the advantage system compared back to back with a result of 116 mg/dl on his nurse's meter when testing was performed less than 10 mins apart. Rptr indicated that he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.